Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that his insulin pump had two signal too low alarms and one unexpected restart error alarm in the alarm history. The patient's blood glucose at the time of incident is unknown. The unexpected restart error occurred shortly after a battery change. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump passed functional tests including displacement test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test, unexpected restart test and self-test. No unexpected alarms noted during testing. The insulin pump was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. The insulin pump had a cracked reservoir tube lip, cracked reservoir tube window and minor scratched lcd window.